Event description:
The patient reported the adhesive on her insulin infusion sets is not properly adhering to her skin. She stated none of the infusion sets have come completely off and she was able to immediately correct the issue, so her blood glucose readings have not been affected. During troubleshooting, she said the infusion sets had no visible damage and she stores them away from moisture, direct sunlight and/or extreme temperatures. She said she does not use any lotions on her body and she does not clean the area prior to inserting her site. She stated she does shower with the headsets attached to her body. The patient stated she did not keep any of the infusion sets at issue. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.